Event description:
It was reported that the right ventricular (rv) lead post-operatively dislodged, resulting in intermittent loss of capture. The lead was reprogrammed and was subsequently explanted and replaced. The patient experienced dizziness and arrhythmia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.